Event description:
Customer reported discrepant results with several pts. The only values provided were: date: (B)(6) 2009, inratio: 4.2, lab: 1.39. Pt on coumadin for 3 days.

Manufacturer narrative:
Investigation: discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at time complaint was filed: date: (B)(6) 2009, inratio: 4.2, lab: 1.39, mean: 2.80, confidence limits: 1.8-4.2. The mean of the inratio meter and comparative system inr were calculated. Reference (lab) value falls outside the limits, so the criteria are not met and the value is discrepant beyond the documented variability for pt/inr testing. This would be subject to strip accuracy and/or precision testing as part of the complaint investigation if meter was returned. Meter and/or strips are not expected to be returned and no information (i.e. Lot number/serial number) was provided by the customer. Trend analysis is not required - no strip lot info available. No further investigation is possible. No corrective action required at this time as no product deficiency was established.